Event description:
A customer reported that two falsely low free light chains, type lambda (flc lambda) results were obtained on two patient samples from two different patients on an atellica neph 630 system using n latex flc lambda reagent. The erroneous results were not reported as the patients had previously known higher flc lambda results. Multiple other samples from both patients were tested for flc lambda over the course of several days, and the results all recovered higher than the erroneous results. The higher flc lambda results were considered to be the correct results for these patients. There are no known reports of patient intervention or adverse health consequences due to the falsely low flc lambda results.

Manufacturer narrative:
An outside of the united states (ous) contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The following service actions were performed: the external filter was replaced, a temperature check was performed, the pumps were adjusted, and the wash station and mixing efficiency were checked. A precision check was run and recovered in range. Out of range quality control (qc) recoveries occurred in the timeframe of the event. Calibration curves and sample kinetics showed no issues. There is no indication for a general performance issue with the affected reagent lot. No hardware or reagent issue was identified. The cause of the event could not be identified. The reagent is performing according to specifications. No further evaluation of this device is required. The n latex flc lambda reagent is marketed in the united states under material number 10873630. The 510(k) number documented in section g4 is for this product.